Manufacturer narrative:
Insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 500 mg/dl. Customer declined troubleshooting and wanted the device replaced. Customer agreed to return the device for analysis.